Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was treated by paramedics twice due to hypoglycemia. The reported blood glucose reading at the time of the phone call was 114 mg/dl. The customer stated that she was sleeping when the hypoglycemia occurred on both events. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. Nothing further was reported.